Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a clinical study via a healthcare provider (hcp) regarding a patient who was receiving infumorph during an intrathecal pump trial for non-malignant pain. It was reported that during exam, on (B)(6) 2016, it was noted the catheter had become disconnected/came out of the lower lock adaptor during the trial. This resulted in the catheter being removed early, on (B)(6) 2016. In regards to interventions, a small bolus followed by additional observation had occurred that day as well. The device diagnosis for the event was listed as catheter dislodgement. The event was related to the device or therapy, specifically the trial catheter. The event was noted to also be possibly related to the implant procedure. The event resolved without sequelae as of (B)(6) 2016. No further information was provided including whether dislodgement, disconnection or both had occurred and where specifically if issue had occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp through a study. Only a disconnect occurred. The catheter did not come out of the intrathecal space. The end of the catheter going into the intrathecal space never came out ¿ it remained in the intrathecal space. During the pump trial, the other end of the intrathecal catheter went into a lock adapter, which connected it to the tubing that led to the pump. Apparently the end of the catheter came out of the lock adapter at some point during the night, so the intrathecal piece was no longer hooked up to the tubing leading to the pump. The new device diagnosis was: catheter disconnection between catheter segments. The site indicated that neither the pump nor the catheter were manufactured by this reporting device manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.